Event description:
Coiling treatment of an aneurysm. During coil delivery, it was reported the coil prematurely detached and was successfully retrieved with a gooseneck snare. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded at the hospital.